Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/27/2016.

Manufacturer narrative:
It was reported that mesh was implanted due to symptomatic fibroids, pelvic prolapse, 3 degree cystocele, 2 degree rectocele, and stress urinary incontinence. Additionally on (B)(6) 2008, the patient underwent laparoscopic vaginal hysterectomy with right salpingo-oophorectomy, anterior/posterior colporrhaphy, sacrospinous ligament suspension, mesh placement, sub urethral sling, no additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent laparoscopically assisted vaginal hysterectomy with right salpingo-oophorectomy, and anterior and posterior colporrhaphy, sacrospinous ligament suspension due to pelvic organ prolapse, and sui. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, depression, and dyspareunia. (B)(4).